Event description:
It was reported, the pump had a reservoir volume discrepancy. The actual residual volume was less than the expected residual volume; arv=0 ml, erv= ~5.7 ml. The patient was feeling fine until 6/15 when they had symptoms including; nausea, vomiting, diarrhea, shaking and sweating. The pump was checked two days after the symptoms started and found the reservoir to be empty. The pump was refilled and they patient was kept overnight and by the next day he was "pretty much back to normal". The patient was asked if they had any feelings of oversedation or similar symptoms and the patient did not report any symptoms similar to oversedation. The healthcare professional (hcp) noted the last refill they expected 3.3 ml and got back ~3 ml. The patient had switched from morphine to dilaudid back in april.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).